Manufacturer narrative:
At this time, the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007 and the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was explanted electively. An allegation of shortened elective replacement indicator (eri) to end of life (eol) was reported. To date, no adverse patient effects were reported with this clinical observation. The device was to be returned for reliability analysis.